Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure for treatment of segment elevation myocardial infarction, a 2.5x12 rx xience prime stent delivery system was advanced to the non-calcified, non-tortuous marginal/circumflex artery without resistance. An attempt was made to inflate the stent balloon but the balloon failed to inflate and contrast medium was noted to be leaking. The device was withdrawn from the anatomy and exchanged for another unspecified device. Although there was a delay in the procedure of 5 minutes, the procedure was concluded successfully without adverse patient effect. Outside of the anatomy, the physician observed a break at the level of the proximal catheter shaft. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.